Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced abdominal pain (seriousness criterion medically significant), weight increased ("gained weight"), weight loss poor ("struggle to lose weight"), asthenia ("have much lower energy levels than ever before"), hypoaesthesia ("numbness in my legs") and gingival bleeding ("gums are constantly bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent removal of the coils via a salpingectomy due to complications from the essure device). Essure treatment was not changed. At the time of the report, the pelvic pain had not resolved and the abdominal pain, weight increased, weight loss poor, asthenia, hypoaesthesia, gingival bleeding, migraine, hypersensitivity and menstrual disorder outcome was unknown. The reporter considered abdominal pain, asthenia, gingival bleeding, hypersensitivity, hypoaesthesia, menstrual disorder, migraine, pelvic pain, weight increased and weight loss poor to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. (B)(4). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain") and abdominal pain ("abdominal pain") in an adult female patient who had essure (batch no. A78087, b40017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient do not underwent essure confirmation test". The patient's concurrent conditions included obesity. Concomitant products included panadeine co (tylenol #3) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced weight increased ("gained weight"), fatigue ("fatigue") and alopecia ("hair loss"). In 2014, the patient experienced abdominal pain (seriousness criterion medically significant), weight loss poor ("struggle to lose weight"), asthenia ("have much lower energy levels than ever before"), hypoaesthesia ("numbness in my legs") and gingival bleeding ("gums are constantly bleeding"). In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). In (B)(6) 2016, the patient experienced migraine ("migraines"), the first episode of hypersensitivity ("allergic or hypersensitivity reaction") and headache ("headaches"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced the second episode of hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent removal of the coils via a salpingectomy due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain had not resolved and the abdominal pain, weight increased, weight loss poor, asthenia, hypoaesthesia, gingival bleeding, migraine, the last episode of hypersensitivity, menstrual disorder, vaginal haemorrhage, menorrhagia, fatigue, alopecia, headache, depression and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, asthenia, depression, fatigue, gingival bleeding, headache, hypoaesthesia, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage, weight increased, weight loss poor, the first episode of hypersensitivity and the second episode of hypersensitivity to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. According to pfs, essure was not removed. On (B)(6) 2014: the essure devices were passed into the tubal ostia on both sides with 3 number of coils on the left and 3 number of coils on the right remaining on the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. No new events were confirmed from this medical record. Lot number: a78087 manufacture date: 2012-12 expiration date: 2015-12-31. Lot number: b40017 manufacture date: 2013-05 expiration date: 2016-05-31 . Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1417) on 08-oct-2015. The most recent information was received on 14-may-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain") and abdominal pain ("abdominal pain") in an adult female patient who had essure (batch no. A78087, b40017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient do not underwent essure confirmation test". The patient's concurrent conditions included obesity. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced abdominal pain (seriousness criterion medically significant), weight increased ("gained weight"), weight loss poor ("struggle to lose weight"), asthenia ("have much lower energy levels than ever before"), hypoaesthesia ("numbness in my legs"), gingival bleeding ("gums are constantly bleeding"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). In (B)(6) 2016, the patient experienced the first episode of hypersensitivity ("allergic or hypersensitivity reaction"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced migraine ("migraines"), the second episode of hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent removal of the coils via a salpingectomy due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain had not resolved and the abdominal pain, weight increased, weight loss poor, asthenia, hypoaesthesia, gingival bleeding, migraine, the last episode of hypersensitivity, menstrual disorder, vaginal haemorrhage, menorrhagia, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, asthenia, fatigue, gingival bleeding, hypoaesthesia, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage, weight increased, weight loss poor, the first episode of hypersensitivity and the second episode of hypersensitivity to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. According to pfs, essure was not removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- new events added: abnormal bleeding vaginal, abnormal bleeding menorrhagia, allergic or hypersensitivity reaction, fatigue, hair loss were added. Lot number and date of birth were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1417) on 08-oct-2015. The most recent information was received on 14-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain") and abdominal pain ("abdominal pain") in an adult female patient who had essure (batch no. A78087, b40017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient do not underwent essure confirmation test". The patient's concurrent conditions included obesity. Concomitant products included panadeine co (tylenol #3) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced weight increased ("gained weight"), fatigue ("fatigue") and alopecia ("hair loss"). In 2014, the patient experienced abdominal pain (seriousness criterion medically significant), weight loss poor ("struggle to lose weight"), asthenia ("have much lower energy levels than ever before"), hypoaesthesia ("numbness in my legs") and gingival bleeding ("gums are constantly bleeding"). In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). In (B)(6) 2016, the patient experienced migraine ("migraines"), the first episode of hypersensitivity ("allergic or hypersensitivity reaction") and headache ("headaches"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced the second episode of hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent removal of the coils via a salpingectomy due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain had not resolved and the abdominal pain, weight increased, weight loss poor, asthenia, hypoaesthesia, gingival bleeding, migraine, the last episode of hypersensitivity, menstrual disorder, vaginal haemorrhage, menorrhagia, fatigue, alopecia, headache, depression and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, asthenia, depression, fatigue, gingival bleeding, headache, hypoaesthesia, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage, weight increased, weight loss poor, the first episode of hypersensitivity and the second episode of hypersensitivity to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. According to pfs, essure was not removed. On (B)(6) 2014: the essure devices were passed into the tubal ostia on both sides with 3 number of coils on the left and 3 number of coils on the right remaining on the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. No new events were confirmed from this medical record. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 14-aug-2018: plaintiff fact sheet received. Events added from pfs- mental anguish, depression, headaches. On 14-aug-2018: narrative append. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 08-oct-2015. The most recent information was received on 28-jan-2020 this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') in a 30-year-old female patient who had essure (batch no. A78087, b40017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient do not underwent essure confirmation test". The patient's concurrent conditions included body mass index normal. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient was found to have weight increased ("gained weight") and experienced fatigue ("fatigue"), alopecia ("hair loss"), depression ("depression") and anxiety ("mental anguish"). In 2014, the patient experienced abdominal pain ("abdominal pain"), weight loss poor ("struggle to lose weight"), asthenia ("have much lower energy levels than ever before"), hypoaesthesia ("numbness in my legs") and gingival bleeding ("gums are constantly bleeding"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). In (B)(6) 2016, the patient experienced migraine ("migraines\ migraines / headaches"), hypersensitivity ("allergic or hypersensitivity reaction") and headache ("headaches"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced allergic reaction ("allergic reaction") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent removal of the coils via a salpingectomy due to complications from the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, depression and anxiety had not resolved and the abdominal pain, weight increased, weight loss poor, asthenia, hypoaesthesia, gingival bleeding, allergic reaction, menstrual disorder, vaginal haemorrhage, menorrhagia, hypersensitivity, fatigue, alopecia and headache outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, asthenia, depression, fatigue, gingival bleeding, headache, hypersensitivity, hypoaesthesia, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage, weight increased, weight loss poor and allergic reaction to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. According to pfs, essure was not removed. On (B)(6) 2014: the essure devices were passed into the tubal ostia on both sides with 3 number of coils on the left and 3 number of coils on the right remaining on the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. No new events were confirmed from this medical record. Lot number: a78087, manufacture date: 2012-12, expiration date: 2015-12-31. Lot number: b40017, manufacture date: 2013-05, expiration date: 2016-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received; events outcome of depression, mental anguish, migraines / headaches were updated from unknown to not recovered not resolved. Seriousness criteria for event abdominal pain was removed. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 08-oct-2015. The most recent information was received on 28-jan-2020 this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') in a 30-year-old female patient who had essure (batch no. A78087, b40017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient do not underwent essure confirmation test". The patient's concurrent conditions included body mass index normal. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient was found to have weight increased ("gained weight") and experienced fatigue ("fatigue"), alopecia ("hair loss"), depression ("depression") and anxiety ("mental anguish"). In 2014, the patient experienced abdominal pain ("abdominal pain"), weight loss poor ("struggle to lose weight"), asthenia ("have much lower energy levels than ever before"), hypoaesthesia ("numbness in my legs") and gingival bleeding ("gums are constantly bleeding"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). In (B)(6) 2016, the patient experienced migraine ("migraines\ migraines / headaches"), hypersensitivity ("allergic or hypersensitivity reaction") and headache ("headaches"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced allergic reaction ("allergic reaction") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent removal of the coils via a salpingectomy due to complications from the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, depression and anxiety had not resolved and the abdominal pain, weight increased, weight loss poor, asthenia, hypoaesthesia, gingival bleeding, allergic reaction, menstrual disorder, vaginal haemorrhage, menorrhagia, hypersensitivity, fatigue, alopecia and headache outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, asthenia, depression, fatigue, gingival bleeding, headache, hypersensitivity, hypoaesthesia, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage, weight increased, weight loss poor and allergic reaction to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. According to pfs, essure was not removed. On (B)(6) 2014: the essure devices were passed into the tubal ostia on both sides with 3 number of coils on the left and 3 number of coils on the right remaining on the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. No new events were confirmed from this medical record. Lot number: a78087, manufacture date: 2012-12, expiration date: 2015-12-31. Lot number: b40017, manufacture date: 2013-05, expiration date: 2016-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received; events outcome of depression, mental anguish, migraines / headaches were updated from unknown to not recovered not resolved. Seriousness criteria for event abdominal pain was removed. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') in a 30-year-old female patient who had essure (batch no. A780087-not valid,a78087,b40017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient do not underwent essure confirmation test". The patient's concurrent conditions included body mass index normal. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient was found to have weight increased ("gained weight") and experienced fatigue ("fatigue"), alopecia ("hair loss"), depression ("depression") and anxiety ("mental anguish"). In 2014, the patient experienced abdominal pain ("abdominal pain"), weight loss poor ("struggle to lose weight"), asthenia ("have much lower energy levels than ever before"), hypoaesthesia ("numbness in my legs") and gingival bleeding ("gums are constantly bleeding"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). In (B)(6) 2016, the patient experienced migraine ("migraines\ migraines / headaches"), hypersensitivity ("allergic or hypersensitivity reaction") and headache ("headaches"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced allergic reaction ("allergic reaction") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent removal of the coils via a salpingectomy due to complications from the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain was resolving, the weight increased, weight loss poor, asthenia, hypoaesthesia, gingival bleeding, allergic reaction, menstrual disorder, vaginal haemorrhage, menorrhagia, hypersensitivity, fatigue, alopecia and headache outcome was unknown and the migraine, depression and anxiety had not resolved. The reporter considered abdominal pain, alopecia, anxiety, asthenia, depression, fatigue, gingival bleeding, headache, hypersensitivity, hypoaesthesia, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage, weight increased, weight loss poor and allergic reaction to be related to essure. The reporter commented: on (B)(6) 2014: the essure devices were passed into the tubal ostia on both sides with 3 number of coils on the left and 3 number of coils on the right remaining on the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Lot number a780087 is invalid. Lot number: a78087 manufacture date: 2012-12 expiration date: 2015-12 lot number: b40017 manufacture date: 2013-05 expiration date: 2016-05 quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 08-oct-2015. The most recent information was received on 09-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') in a 30-year-old female patient who had essure (batch no. A780087inv, a78087,b40017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient do not underwent essure confirmation test". The patient's concurrent conditions included body mass index normal. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient was found to have weight increased ("gained weight") and experienced fatigue ("fatigue"), alopecia ("hair loss"), depression ("depression") and anxiety ("mental anguish"). In 2014, the patient experienced abdominal pain ("abdominal pain"), weight loss poor ("struggle to lose weight"), asthenia ("have much lower energy levels than ever before"), hypoaesthesia ("numbness in my legs") and gingival bleeding ("gums are constantly bleeding"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). In (B)(6) 2016, the patient experienced migraine ("migraines\ migraines / headaches"), hypersensitivity ("allergic or hypersensitivity reaction") and headache ("headaches"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced allergic reaction ("allergic reaction") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent removal of the coils via a salpingectomy due to complications from the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, weight increased, allergic reaction, vaginal haemorrhage, menorrhagia, fatigue and alopecia had resolved, the weight loss poor, asthenia, hypoaesthesia, gingival bleeding, menstrual disorder, hypersensitivity and headache outcome was unknown and the migraine, depression and anxiety had not resolved. The reporter considered abdominal pain, alopecia, anxiety, asthenia, depression, fatigue, gingival bleeding, headache, hypersensitivity, hypoaesthesia, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage, weight increased, weight loss poor and allergic reaction to be related to essure. The reporter commented: on (B)(6) 2014: the essure devices were passed into the tubal ostia on both sides with 3 number of coils on the left and 3 number of coils on the right remaining on the uterus. Patient has received treatment for event pain, fatigue, weight gain, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Lot number a780087 is not valid. Lot number: a78087 manufacture date: 2012-12, expiration date: 2015-12. Lot number: b40017 manufacture date: 2013-05, expiration date: 2016-05. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: outcome of the previously reported event-pain, bleeding, allergic reaction, fatigue, weight gain, hair loss updated to recovered/resolved. Reporter information was added. Rcc comment added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') in a 30-year-old female patient who had essure (batch no. A78087, b40017, a780087) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient do not underwent essure confirmation test". The patient's concurrent conditions included body mass index normal. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient was found to have weight increased ("gained weight") and experienced fatigue ("fatigue"), alopecia ("hair loss"), depression ("depression") and anxiety ("mental anguish"). In 2014, the patient experienced abdominal pain ("abdominal pain"), weight loss poor ("struggle to lose weight"), asthenia ("have much lower energy levels than ever before"), hypoaesthesia ("numbness in my legs") and gingival bleeding ("gums are constantly bleeding"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). In (B)(6) 2016, the patient experienced migraine ("migraines\ migraines / headaches"), hypersensitivity ("allergic or hypersensitivity reaction") and headache ("headaches"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced allergic reaction ("allergic reaction") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent removal of the coils via a salpingectomy due to complications from the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain was resolving, the weight increased, weight loss poor, asthenia, hypoaesthesia, gingival bleeding, allergic reaction, menstrual disorder, vaginal haemorrhage, menorrhagia, hypersensitivity, fatigue, alopecia and headache outcome was unknown and the migraine, depression and anxiety had not resolved. The reporter considered abdominal pain, alopecia, anxiety, asthenia, depression, fatigue, gingival bleeding, headache, hypersensitivity, hypoaesthesia, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage, weight increased, weight loss poor and allergic reaction to be related to essure. The reporter commented: on (B)(6) 2014: the essure devices were passed into the tubal ostia on both sides with 3 number of coils on the left and 3 number of coils on the right remaining on the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Lot number: a78087 manufacture date: 2012-12 expiration date: 2015-12-31. Lot number: b40017 manufacture date: 2013-05 expiration date: 2016-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-apr-2020: pfs and medical record received. Event outcome of pelvic pain and abdominal pain was updated as recovering/resolving. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.